Event description:
It was further reported that the patient could not get up and called 911. After realizing he could not hear anything he called 911 again and when he was returning the phone to the base he remembered hitting something and then had a black out. The patient reported having many medical tests (electroencephalogram (eeg), head exams, ¿scopes inserted down his throat,¿ probes attached to his head, heart monitor, and about ¿ten different types of blood work¿). (B)(4).

Event description:
The patient later reported that ¿he knew he had been overdosed¿ when he ¿couldn¿t move¿,¿ couldn¿t feel one side of his body¿. The patient had ¿severe memory loss¿ and stated ¿sometimes when I am talking I have to stop and think about what I want to say". The patient stated "the doctor said it had to be the pump" and also questioned if the pump was "leaking". The patient believed the pump had ¿back-flushed¿ during the refill (B)(6) 2012. The patient has had successful refills since, but the "2nd person' to fill his pump said "there was something with the pump...a curvature at the port and said you have to turn the needle upward". The patient indicated that he had not had any further issues with the pump refills since.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8590-1, lot# n290619, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for 3-4 days. Heart and brain tests were performed to rule out causes. The hospital thought that the ¿black out¿ was caused by the pump. Neuro science, where the patient gets refilled, said that it couldn¿t have been caused by the pump. A nurse said that it could have been caused by a small amount of medicine between the pump and skin. At the patient¿s next refill there was difficulty getting the needle into the refill port. The port was later accessed with no problems. The patient had been refilled a few times since then with no issues. The patient had gained their hearing and ability to walk back. It was reported that the patient¿s whole back side had turned black from lying on the floor when they ¿blacked out.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported change in therapy effect. On (B)(6) 2012 the patient had a refill done, felt a cool liquid in stomach and stomach was hurting. It lasted 4-5 sec and physician pushed the needle in deeper to get into port and patient felt nauseous. The patient drove home "didn't know how he got home", he slept on the floor in his home for 15 hours he couldn't walk or hear, and was taken to the emergency room. The drug in the pump was morphine (unknown). Additional information was requested but was not available at the date of this report.